Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error. Customer reported they were able to clear the alarm. Customer stated they did not receive request to rewind the insulin pump. Customer stated insulin pump had battery failed alarm and error occured. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected failed test alarm or pump errors 53 noted during testing. However, pump error 53 is found in the device history file due to a software error.